Event description:
She had an infected abdominal incision after a cesarean section. She was discharged to home with a home care agency. Her doctor ordered her wound to be packed with plain packing strips soaked in a solution. This was a continuation of what was being done in the hospital prior to discharge. The home care agency was responsible for providing her supplies. They brought her the packing strips with iodoform. This product was used for one week and caused discomfort and burns to the tissue. The pt followed up with her doctor and use of the product was discontinued.